Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the flex vision pc was failing. The fse analysed the system logfile and identified the issue with the frame grabber cards. To resolve the issue fse implemented medical device correction z-1144-2024 and reloaded the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.